Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges foot spring broke right where the pull tube and motor pushes pull tube. Serial number provided could not be verified. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.